Manufacturer narrative:
Corrected data: section b2- product problem should have not been selected. Section h6- the device code should have been 3009 (positioning problem) rather than 2682 (patient-device incompatibility). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the physician was unable to implant leads where patient got coverage for their pain pattern.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01220. It was reported during permanent implant procedure on (B)(6) 2020, the physician had difficulties implanting leads and the procedure was abandoned.